Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer was hospitalized for 29 days, which led to organ failure. Customer stated that was placed into a coma. Customer had heart failure. Customer stated that his wife called the paramedics. The blood glucose reading at the time of the event was 1250 mg/dl. Customer was transported to hospital. Nothing further reported.